Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer took humalog pen to treat high blood glucose. The customer stated that blood glucose went up again and he took the device off then took his shots. The customer stated that he reattached that device again this morning. The cusotmer reported that incidents for documentation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.